Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found that the customers testing equipment for autofill calibration was damaged and there was no failure of the iabp unit. The stm then performed service checkout including autofill. The iabp passed all calibration, functional and safety tests per factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer, an "auto-fill failure" occurred on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.